Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - the harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.15¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the harmonic ace curved shears for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the instrument log for the harmonic ace (part# 480275-08/ lot# m90200504-0083) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument is a single-use instrument. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace curved shears instrument had "unnatural movement of the jaw" and then it was noted that the blade was broken and a piece had fallen inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace curved shears instrument had "unnatural movement of the jaw". The customer found the blade broke and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: all fragments were retrieved during the same procedure. The instrument was being used for 30 minutes. The issue occurred when the instrument was not used for several times. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed from the surgical field prior to the breakage. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or a video recording of the procedure available for isi review.